Event description:
The surgeon reported a patient with a status post left total hip had fallen in bath tub and now has a peri prosthetic fracture. The surgeon decided to remove the stem and replace it with a restoration modular stem. He also decided to reduce the fracture using dall miles cables. To increase stability he changed the liner from a zero degree liner to a ten degree hooded liner. The surgery was performed through the posterior approach.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown x3 liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding alleged instability involving an unknown implant liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: x-ray confirms periprosthetic fracture. "Bony on-growth¿ seen on picture. Although fracture was observed on x-ray, the information was insufficient for medical review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the fracture event was confirmed but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The surgeon reported a patient with a status post left total hip had fallen in bath tub and now has a peri prosthetic fracture. The surgeon decided to remove the stem and replace it with a restoration modular stem. He also decided to reduce the fracture using dall miles cables. To increase stability he changed the liner from a zero degree liner to a ten degree hooded liner. The surgery was performed through the posterior approach.